Manufacturer narrative:
The service rep replaced xray tube. Tested output of system @ 120=120.3 kvp, 90=87.2kvp, 60=57.4kvp. System tests satisfactory, no arcing present at this time.

Event description:
The customer reported the system was arcing and searching. No pt injury was reported.